Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) resulting in a lead safety switch. Additionally, this lead exhibited high out of range pace impedance measurements. A revision procedure was performed and both the rv and right atrial (ra) lead were surgically abandoned and replaced. Further information was received from the patient advocate that this device system was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) resulting in a lead safety switch. Additionally, this lead exhibited high out of range pace impedance measurements. A revision procedure was performed and both the rv and right atrial (ra) lead were surgically abandoned and replaced. No additional adverse patient effects were reported.